Manufacturer narrative:
No pt present. Medtronic rep followed up with the site. The issue has not re-occurred and site has been performing cases as expected. No add'l issues.

Event description:
Site called to report instrument tracking between 1.5m-1.3m with optical tracking system. No pt was present.